Event description:
It was reported that the right ventricular(rv) lead was surgically abandoned due to insulation break. Subsequently, a different rv lead was successfully implanted. No additional patient adverse effects were reported.